Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Reportedly, the customer was able to charge the pump using the cable. There was no reported adverse impact to customer's blood glucose level.